Event description:
It was reported that the pump stopped working one week before the ¿1 year mark¿. X-rays were taken and it was ¿all twisted and malfunctioned¿. A replacement was done 4 weeks later. The patient experienced pain at that time. The pump drugs at the time of the event were not reported. However, at the time of the report, the device system was used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: catheter. (B)(4).